Event description:
It has been reported to philips that the allura xper fd20 system had a black screen on the flexvision pc. The system was not in clinical use and no harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had a black screen on the flexvision pc. As part of troubleshooting process fse found that there was a problem with the flexvision pc. Fse replaced the flexvision pc and hard disc drive (hdd). After replacement of flexvision pc and hdd parts and restored the setting of the system the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.